Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) ) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during the functional testing and on the archive data review. The root cause for user advisory (ua) 07 was due to defective load cells. The cracked front enclosure and defective load cells were likely attributed to mishandling such as a drop. During visual inspection, the platform was examined, and found a cracked front enclosure, unrelated to the reported complaint. This type of physical damage found during visual inspection is characteristic of the user mishandling such as a drop. The front enclosure needs to be replaced to address the physical damage. The initial functional testing of the autopulse platform could not be performed due to user advisory (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. A review of the archive data showed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message to have occurred around the customer's reported event date, thus confirming the reported complaint. The load cell characterization test revealed that both load cells are defective and need to be replaced to remedy the fault. Also, the archive showed the presence of the user advisory (ua) 12 (lifeband not detected) error message, unrelated to the reported complaint. The user advisory (ua) 12 error was cleared by the user. User advisory (ua) 12 is the clearable error message. The user advisory (ua) 12 error message alerts when the lifeband is not properly installed. The recommended actions to take for this type of user advisory are: ensure that the band clip (underneath the device) is properly seated in the drive shaft can freely rotate after insertion. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended. Waiting for the customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the autopulse platform (sn (B)(4) ) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. No patient involvement